Manufacturer narrative:
PMA 510(k): this part is not approved for sale in the us but a similar part with catalogue# 54840016540 and 510k# k091974 and UDI# (B)(4) is approved for sale in the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, patient underwent removal of the l4/5 left pedicle screw, posterior lumbar interbody fusion (plif) surgery at l4/5, transforaminal lumbar interbody fusion(tlif) surgery at the right of l5/s. On an unspecified date, post-op, patient had adjacent segmental disorder, pseudoarthrosis at l5/s and loosening of pedicle screw at s1. For which patient underwent a revision surgery on (B)(6) 2017. Where, l2/s2ai- posterior spinal fusion and l2/3,l3/4,l5/s- transforaminal lumbar interbody fusion(tlif) was performed and screw replacement was done.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.